Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the forward and reverse modes were reversed and the electronic control unit wires were switched (wrong polarity). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly/manufacture. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device triggers were reversed; wherein, the top trigger ran in reverse motion while the bottom trigger ran in forward motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.